Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and replaced a bent tip clamp and 2 worn sleeves in the reproted problem area of the pipetter assembly. The fse cleaned all plunger clamps, tip clamps, and sleeves and checked the x-arm alignment and calibration. The instrument was inspected, tested without further problem, and returned to service.